Event description:
It was reported that one day post implant, lead dislodgement was observed via a chest x-ray. During surgery to reposition the lead, the helix would not extend. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.